Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the first firing, the load slipped out. Device reloaded and fired again with no issue. Case completed with same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with four tr45w cartridges reloads present. The reloads (b, c , d) were received fully fired. The returned reload (e) was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.